Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middle-weight universal ii guide wire met resistance with other devices. When balloons and stents were loaded on this guide wire, it was difficult to advance and also difficult to remove. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be performed since there was no lot number provided. Based on the reported information, a definitive cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na